Event description:
It was reported that during a semi-open lobectomy, the device could not be fired at the 7th firing on the lung though the device functioned as intended until the 6th firing. The cartridge was blue. The knife a bit moved forward and the motor sound was heard at the firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.